Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h1; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. H6: proposed component code: mechanical (g04), stem. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the procedure, an oversized stem intended to increase leg length could not be seated as desired, and the surgeon removed it and inserted a properly sized stem. The event occurred intra-operatively during implant insertion. The surgeon attempted to use an oversized stem to increase leg length; upon realizing it would not seat sufficiently, the stem was removed and the stem corresponding to the last broach size was implanted. Attempts have been made and no further information has been provided.